Event description:
Subsequent to the initial MDR, additional information became available: it was indicated that the patient was under 2 years old, which is off-label usage of the device.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an error message. Data was evaluated and confirmation of the allegation and probable cause was undetermined. No injury or medical intervention was reported.